Event description:
During the pre-discharge/randomization procedures, it was found that the pt's lv lead was dislodged. The pt was discharged and scheduled for a lead revision on (B)(6) 2012, where the lead was explanted. Per the local representative, this lead was explanted due to high thresholds/diaphragmatic stimulation and the associated lead was explanted due to high thresholds.